Event description:
It was reported that sometimes post a dialysis catheter placement, the cuff of the device allegedly did not mature due to which proper fibrosis not occurred. The procedure was completed by replacing the catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a dialysis catheter placement, the cuff of the device allegedly did not mature due to which proper fibrosis not occurred. The procedure was completed by replacing the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the glidepath products that are cleared in the us. The pro code and 510 k number for the glidepath products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. However, one photo was provided for review. The photo shows the glidepath dialysis catheter implanted in the patient body. The surecuff was noted to be slightly moved away from the insertion site. Therefore the investigation is confirmed for the reported catheter cuff loosening issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2025), g3, h6 (method) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.